Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the locking screw in question did not separate from a screwdriver when the surgeon tried pulling it away vertically from the locking screw. Reportedly the locking screw itself was pulled away with the screwdriver from the patient¿s bone and seemed that the locking screw was tightly grasped by the driver. The surgeon forcedly separated the locking screw from the screwdriver and inserted another size screw instead. The operation was extended for 5 minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: mfg investigation action was performed. The investigation of the complaint articles has shown that: the head socket is not deformed or damaged and the shaft and tip of screw are in good condition. This locking screw has a recess for improved self-retention, so we can only presume that the screwdriver tip may have got stuck inside the head socket or a technique error may have occurred. We cannot determine an exact root cause however as the screwdriver that was used may also have been damaged /blunt at the tip. This was not returned for inspection. We conducted a full DHR review as part of our investigations, and manufacturing and inspection records indicated no problems with the lot number in question. The screw met the specifications at the time of manufacturing and distributing. Additionally a review of our complaints data base shows there are no other complaints for this issue from this lot and article number. No product fault could be found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This complaint is assessed as not related to sterilization. The documents for the corresponding non sterile part 04.005.410s lot 8396181 were reviewed with the following result: manufacturing location of corresponding non sterile part: (B)(4) and manufacturing date of corresponding non sterile part: 16. Apr.2013. No anomalies were detected during device history record review. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.